Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a brief sensor issue in which the dexcom g7 displayed a sensor error with a prompt to stop or replace the sensor, while the dexcom mobile app continued to show a glucose value, and the ilet experienced signal loss from the cgm. Symptoms included no reported adverse clinical effects and a contemporaneous glucose reading of 95 mg/dl on the app. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting and education regarding potential transient pressure-induced sensor errors and confirmation of ongoing cgm readings via the app. Investigation of this case revealed a transient cgm communication or signal discrepancy to the ilet with the cgm sensor otherwise functioning, consistent with brief sensor disturbance such as pressure on the sensor. It was concluded, based on previously established findings for similar reports, that the cause was transient sensor interference or communication disruption.